Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that the insulin pump would restart itself during priming. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump alarmed prime during displacement test due to excessive axial play with motor. Insulin pump was unable to confirm prime and fill anomaly due to prime alarm during displacement test. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.